Event description:
The patient reported that they encountered a website that spoke of 14 deaths related to the pain pumps. No other information was provided regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).